Event description:
Reported per compliant a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 quoted " I just wanted to let you know that we had another pump issue (250 ml pump) showing zero volume left to infuse but we pulled out 35 ml that did not infuse. Patient has had issues with all of his pumps. So working to figure out what the problem."